Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Blood glucose level was 400 mg/dl. Customer was using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer corrected their blood glucose with insulin pen or manual injections. No further details given. Insulin pump will not be returned for analysis.